Event description:
False positive advia centaur xp hcv results were obtained by the customer on two patient samples with reagent lot #229 considered discordant when compared to the test results on a new hcv reagent lot. The customer performed repeat (B)(6) testing in duplicate on the patient samples and the results were (B)(6). The (B)(6) results were reported to the physician. The customer performed follow up testing with a new hcv reagent lot and the results were negative. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp hcv results.

Manufacturer narrative:
Internal studies confirmed that this increased reactive rate is within the overall negative percent agreement as stated in the performance characteristics section of the instructions for use, distributed in the u.s: "the overall negative percent agreement between the advia centaur hcv assay results and hcv not infected status for the prospective population was 97.48% (1081 of 1109 patients)". The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."